Event description:
As reported by legal brief, in 2013, patient sought treatment for knee pain. On (B)(6) 2014, at the recommendation of the orthopedic surgeon, she underwent a knee replacement surgery on her left knee with an optetrak knee replacement system, including the defective insert and defective tibial tray. In (B)(6) 2022, patient consulted with the orthopedic surgeon for pain in her left knee and was found to have loosening of the of the knee replacement device. On (B)(6) 2022, patient received a patient notice through her surgeon that the device used in the knee replacement was recalled. On (B)(6) 2022, patient underwent a surgical revision of her left knee to correct the failed left total knee replacement due to aseptic loosening.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones, which led to loosening and pain as stated in the legal documentation. However, this cannot be confirmed as the device(s) were not returned for evaluation, and images of the device/ pre-revision radiographs, and operative notes were not provided.